Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive coordinator reported a patient with corneal haze of the right eye following corneal inlay procedure. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Review of the treatment report does not show any abnormalities related to the application. Device settings are as per recommendation. The root cause could not be identified conclusively. (B)(4).